Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231650e0. Model: sc-231650e. Serial: (B)(6). Batch: 7204026.

Event description:
It was reported via social media that the patient was experiencing excruciating pain at the lead site as well as inadequate pain relief during trial. The patient decided to have the leads removed, however, the surgical site was still in excruciating pain. It was also noted that the patient was experiencing vomiting, pain in the chest area, unable to eat hardly anything and had difficulty walking due to pain. No further information could be obtained.